Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08/02/2016. Date of follow-up report: 08/23/2016. One used ls1037 ligasure device was received for evaluation. Inspection of the returned device found dried tissue stuck within the jaws, preventing them from opening. After the tissue was removed and the jaws opened, the device worked normally and within specifications. Testing of the device on simulated tissue yielded acceptable results with sealing and no sticking occurred. The cause of this issue is attributed to user error with maintenance of the device. The IFU cautions users to keep the instrument jaws clean during use, because buildup of eschar may reduce the sealing or cutting effectiveness. Measures to clean the device are also listed. A review of the device history records for this lot found no potentially contributing factors, and no trend is associated with this complaint.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a sleeve gastrectomy, the device had difficulty sealing tissue. An activation tone and end tone were heard but after sealing, tissue stuck to the device and minor bleeding of less than 200cc occurred. The patient is in good status and has no injury.